Event description:
It was reported on (B)(6) 2011 that the pt has been hospitalized with pain in their abdomen. The symptoms occurred during normal refill cycle and the pt was admitted to a hosp for which her pump managing hcp does not have access. Add'l info has been requested and will be reported if it becomes available.

Manufacturer narrative:
(B)(4).